Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that syncope was not caused by this event. Reprogramming was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing. Lead remains in use. Patient experienced syncope. No further patient complications have been reported as a result of this event.